Manufacturer narrative:
Date of event is unknown at this time. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device "failed pacing on patient". The patient involved had third degree heart block and was being prepared for an interfacility transport. The device was powered by two batteries and there was no power issue reported. The users connected the patient to the device using both pads and ECG leads, placed the device in pacer mode, set the rate at 70, and obtained electrical capture using 105 ma but not mechanical capture despite maxing our the ma level. The patient became hypotensive during the pacing attempt using the philips device. When the users did not obtain mechanical capture, they returned to the hospital and connected the patient to a non-philips defibrillator and pads and achieved electrical and mechanical capture using 82 ma. The patient was then transported successfully using the non-philips device.

Manufacturer narrative:
It was reported to philips that the device "failed pacing on patient". The patient involved had third degree heart block and was being prepared for an interfaculty transport. The device was powered by two batteries and there was no power issue reported. The users connected the patient to the device using both pads and ECG leads, placed the device in pacer mode, set the rate at 70, and obtained electrical capture using 105 ma but not mechanical capture despite maxing our the ma level. The patient became hypotensive during the pacing attempt using the philips device. When the users did not obtain mechanical capture, they returned to the hospital and connected the patient to a non-philips defibrillator and pads and achieved electrical and mechanical capture using 82 ma. The patient was then transported successfully using the non-philips device. Rhythm file review summary: on (B)(4) 2017 at 3:34:48 pm, electrical capture was achieved in demand mode with 125ma and pacing rate of 60 paces/min. At 3:52:05 pm, the user changed to fixed mode with 130ma and pacing rate of 60 paces/min. Pacing mode stopped at 3:51:56 pm. The customer is requesting that the device be returned for bench repair. On (B)(4) 2017 the fse reported: electrical capture was achieved at 110mmp. Mechanical capture was never achieved; confirmed by patient status, several care givers unable to palpate a pulse and no movement above patients intrinsic heart rate on cardiac ultrasound done by physician. Philips pads did not fail - there was electronic capture. Monitor was not tested after incident. It was immediately taken out of service and sent to philips bench repair on (B)(4) 2017. On (B)(4) 2017 the customer requested bench repair return the device unrepaired. The customer declined further evaluation and repair. Bench repair returned the device to the customer. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted.